Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. Pump drug information was unknown. It was reported that the pump flipped. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The patient was scheduled for a surgical pocket revision on (B)(6) 2025. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown. It was indicated that additional information would be available on 2025-03-06. The date that the event/difficulty occurred was unknown. Additional information received on 2025-03-06 indicated that the catheter was partially explanted because the doctor wanted it to be shorter, so he revised it with a revision kit. When asked if the planned pocket revision also occurred at the time of the partial catheter explant, the reporter stated "yes, was just a catheter revision due to needing to adjust length at pump". The event resolved.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 30 mg/ml via an implantable pump. It was reported that initially the pump was flipping in the pocket and then migrating from the pocket. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue or if any diagnostics/troubleshooting was performed. Actions/interventions taken included a surgical intervention to move the pump to a new location twice. The patient had surgery on (B)(6) 2025 to move the pump from the left abdomen to the sub rectus on right/midline due to pump constantly flipping. Then on (B)(6) 2025, the pump had migrated and required an additional surgery to place the pump subcutaneously right abdomen. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3 - corrected information: the date on fu MDR #1 should have been 2025-10-01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.